Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary artery in a 58-year-old male patient presenting with cardiomyopathy. The patient had a history of diabetes mellitus. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, a controller error alarm was reported and the automated impella controller (aic) instructed the team to switch to a new console. The team proceeded to switch to a new automated impella controller, which successfully resolved the alarm. The patient tolerated the aic to aic transfer and the old automated impella controller was set aside to be sent back for diagnostics. The device is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.